Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer. Further information regarding the customer or event was not obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3, b5. B3, b5.

Event description:
It was reported that multiple cartridge alarms occurred.